Event description:
It was reported that the 9900 system shut down and would not fluoro for a short time during a case. It was noted also that all collimation functions were gone. Reboot of system was required to continue case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Tightened loose lemo connector and restrapped transformer. Reseated generator pcbs. Backplane connectors and replaced hard drive and reformatted cine drive.. The system was found to be working as intended and placed back into service.